Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure for hemostasis in the esophagus. According to the complainant, at the beginning of the procedure, an injection needle was placed down the scope (diagmed), and adrenaline was injected at the bleeding site; no problem occurred at this point. The injection gold probe device was prepared, and then placed down the scope. The probe was used on the bleed and worked okay. The needle was then advanced and adrenaline injected to the site, before the needle was retracted. This was repeated without a problem. The needle was advanced a third time, and adrenaline was injected to the relevant site. However, when they tried to retract the needle, it would not retract and remained advanced. The physician tried to straighten the scope as much as possible to help retract the needle, but it still wouldn't retract. In the end, they removed the injection gold probe through the scope. Once outside the scope, they were able to retract the needle. The procedure was completed with a diagmed injection needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure for hemostasis in the esophagus. According to the complainant, at the beginning of the procedure, an injection needle was placed down the scope (diagmed), and adrenaline was injected at the bleeding site; no problem occurred at this point. The injection gold probe device was prepared, and then placed down the scope. The probe was used on the bleed and worked okay. The needle was then advanced and adrenaline injected to the site, before the needle was retracted. This was repeated without a problem. The needle was advanced a third time, and adrenaline was injected to the relevant site. However, when they tried to retract the needle, it would not retract and remained advanced. The physician tried to straighten the scope as much as possible to help retract the needle, but it still wouldn't retract. In the end, they removed the injection gold probe through the scope. Once outside the scope, they were able to retract the needle. The procedure was completed with a diagmed injection needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The exact patient age is unknown however, it has been reported that the patient is over (B)(6) old. The returned injection gold probe device was analyzed. The reported defect of the needle not retracting was not able to be confirmed; the needle extends and retracts properly into the probe tip upon actuation. No unusual actuation of the handle was observed. Visual inspection was performed; no anomalies, or inconsistencies were noted. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.